Event description:
Additional information was received that product analysis was completed on the lead and generator. A break was identified in the positive coil and the large o-ring connector boot has detachment at the connector ring assembly. The exact reason for this condition and when it occurred is unknown. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. Scanning electron microscopy images of the positive coil at the suspected mating end shows what appears to be wear (flat surfaces) on the coil strands resulting in reduction of the diameter of the quadfilar coil strands up to the point of break in at least one strand of the quadfilar coil. One strand of the broken coil mating end shows appearance suggesting that the coil was torn. However, due to metal dissolution or mechanical distortion (smoothed surfaces) the initial fracture mechanism of the broken strands cannot be determined. Results of diagnostic testing indicated the generator was operated and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
It was initially reported that the patient had high impedance (9744 ohms) at a recent appointment. The patient was at output current 2.25 ma, signal frequency 30 hz, pulse width 500 usec, on time 20 seconds and off time 3 minutes with the high impedance was observed and had their settings adjusted to 1 ma, signal frequency 20 hz, pulse width 250 usec, on time 30 seconds and off time 5 minutes. The patient was not disabled as the physician felt it was too risky to turn the patient off and the family requested that the patient be left on. There was not reported manipulation or trauma that contributed to the high impedance. X-rays were taken but will not be provided to the manufacturer for review. Surgery if likely but has not occurred to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.